Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was confirmed. The cause was due to the malfunction of the "power entry module." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that smoke came out of the homechoice (hc) device near the power cord connection. The technical service representative (tsr) arranged to exchange the hc. There was no patient injury or medical intervention indicated in association with this report. No additional information is available.